Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same event as report 1416980-2015-06473.

Event description:
During troubleshooting for a system error 2240 alarm, it was reported that a patient¿s transfer set had disconnected from the patient line of the cassette. The disconnection occurred during a drain phase of peritoneal dialysis therapy. The patient did not reconnect to the device following the disconnection and later had their transfer set replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.